Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device incorrectly interpreting r waves as an atrial fibrillation episode was observed via remote transmission. Further investigation of the episode showed that the r waves were notched and caused the device to interpret the signal as both a p wave and r wave. No intervention was performed. The patient was stable during the event.